Event description:
It was reported that the large needle driver instrument is not holding the needle. No add'l info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument passed the recognition and engagement testing. The instrument had a full range of motion in all directions with grips opening and closing properly. A needle was grasped and suturing was simulated without any issues. Engineering also found the distal end of the main tube has a 1.4 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.